Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 days post-implant of (B)(4), it was reported that the pt had an increase in bilirubin. An echocardiogram indicated that the aortic valve was opening with every beat and the velocity of flow through the inflow conduit was 0.4. A ramp test showed no change and the hosp team decided to urgently start the process for a transplant. A full body CT scan was performed and showed a large hemorrhagic stroke. The transplant option was cancelled and the pt expired on (B)(6) 2014. A test result for the potential of antiphospholipid antibody syndrome (aplas) was requested from the hosp and the results are pending.